Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher 6fr ebu3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, concentric, 90% stenosed, de novo lesion in the distal right coronary artery. Pre-dilatation was performed with a 1.5 mm balloon catheter and intravascular ultrasound (ivus) was performed. The trek rx 2.5 x 15 mm was used for additional dilatation; however, the balloon ruptured during the first inflation at 12 atmospheres. There was no resistance during removal of protective sheath, during advancement to the lesion or during removal from the anatomy. The device was changed to a nc trek 2.75 x 15 mm balloon catheter and dilatation was performed. A xience xpedition 3.0 x 23 mm was implanted in the lesion and the procedure was completed after post-dilatation. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.